Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device was requested but not returned by the hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: cup: 0001822565-2019-01930, screw: 0001822565-2019-01932.

Event description:
It was reported that a patient underwent right hip arthroplasty on an unknown date. Subsequently, the patient was revised for cup loosening. Cup and head were revised. Review of xray shows abnormal appearance of the right total hip arthroplasty with suggestion of fractured acetabular screw, acetabular cup loosening and malposition with acetabular inclination angle on the right measuring 19°. Right leg is 8mm shorter than left. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following : the acetabular cup was horizontally positioned at an inclination angle of 19 degrees suggesting possible loosening of the acetabular portion. Fracture of the screw was noted. Acetabular protrusio was observed. No further evaluation was possible with the images provided. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.